Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed caller to remove the o-ring and clean the pneumatic tap area, inspect the cartridge, and follow the on-screen instructions to reload the cartridge. The caller successfully completed the loading process and resumed insulin delivery.